Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 84 mg/dl. Troubleshooting was done. Customer stated she was wearing her insulin pump while cheerleading and she thinks it was got exposed to heat. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.